Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss as well as had received a power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for and noticed the customer did not receive a low battery alert prior to the replace battery now alarm. The customer also states power error detected recurred within a week of troubleshooting previous occurrence effectively. The customer was advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error due to j6 connector resistance issue. No unexpected low battery alarm noted.